Manufacturer narrative:
Updated device evaluation: during visual evaluation a crease was observed in the anterior view. Leak testing revealed a tear within the crease, measuring approximately 0.1 cm. Deflation, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device received on 9/5/2019. Device evaluation; during visual evaluation a crease was observed in the anterior view. Leak testing revealed a tear within the crease, measuring approximately 0.1 cm. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. No additional anomalies were observed. Deflation, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
(B)(6) 2019, additional information indicated that patient underwent bilateral removal and replacement with another mentor silicone implants as follow: left replaced with catalog number 3503251bc, serial number (B)(4), and right replaced with catalog number 3503001bc, serial number (B)(4). Event description on initial report has incorrect date of explantation the correct date is (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: right-mentor smooth round moderate profile 275cc saline breast implant,cat#:3501640 sn#: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)year-old caucasian female patient underwent a breast reconstruction revision with mentor smooth round moderate profile 425cc saline breast implants which the left side deflated after implantation. As a result patient scheduled for removal on (B)(6) 2019.